Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error image on the pump screen. The customer¿s blood glucose level was 129 mg/dl. Troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer stated that no pump error was displayed before the critical pump error image displayed on the screen the customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.